Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.

Event description:
The end user reported peristomal irritation and rashy areas that was caused by frequent pouch changes due to poor wear time of one day or less. He reported that his stoma is flush with his abdomen and that his abdominal fold overhangs the opening of his stoma, which causes difficulty getting the pouch placed correctly. He saw his surgeon for his rash on (B)(6) 2014, nystatin powder and calmoseptine ointment were prescribed. He will have home healthcare nurse for another two weeks.